Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator had previously undergone revisions. The reasons for the revisions were unknown.